Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a feeding pump. The customer reports when charging the pump battery, the unit began smoking from the battery compartment. The pump was received at the covidien service center and upon evaluation, the battery door was found burnt.